Manufacturer narrative:
Section d information references the main component of the system. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss or change in therapy. The patient found out that they were pregnant and turned stimulation off. They said they turned stimulation off on 2016 (B)(6)and their bladder was okay. In the past three days, they had been running to the bathroom constantly and having bladder spasms. They also reported they went to the hospital 3 or 4 times and had a urinary tract infection (uti). They had a uti during the report and could not feel it. It was noted that they been struggling with uti's since they were 15. It was recommended that the patient follow up with their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.